Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿within the last 2 months¿ he obtained results of ¿225 and 227 mg/dl¿ on the subject meter which he felt were inaccurately high in comparison to results of ¿36 and 37mg/dl¿ obtained on a lab device, within 10 minutes. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with fixed insulin doses. The patient reported developing a symptom of ¿shaky¿ prior to obtaining the allegedly inaccurate results and that she self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event. It cannot be confirmed if the meter was reading inaccurately prior to the symptoms occurring.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.